Event description:
The patient reported he has not charged his scs system in several months. Subsequently, the patient is unable to locate his scs ipg using his charging system and patient programmer. Follow-up identified an sjm representative was able to confirm the communication issue using additional charging systems and patient programmer. The patient has unrelated medical issues which will be addressed prior to any action regarding his scs system.

Manufacturer narrative:
Correction/removal reporting#: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.